Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was attempting to update the pump but it was getting stuck with error pump cannot be updated. Troubleshooting was performed and the issue was not resolved, upload was not successful with diagnostic log. No harm requiring medical intervention was reported. The customer will continue the use of the application and device will not be returned for analysis.